Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed a damaged integrated circuit.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated after being placed in the patient. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated after being placed in the patient. The device was removed and replaced. No patient complications have been reported as a result of this event.